Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the screen image became dim and completely black. During sedation of a diagnostic procedure involving an olympus video system center. The procedure was completed using the same device. There was no patient injury reported.